Manufacturer narrative:
Article details: title: recurrent aortic dissection in a patient with an actin mutation treated with a laser-fenestrated aortic arch stent-graft authors j. Michael cullen, md, gorav ailawadi, md, john f. Angle, md, matthew thomas, scm, and gilbert r. Upchurch jr, md vascular and endovascular surgery (2018) 52(6) 469-472, doi: 10.1177/1538574418770847. Other relevant device(s) are: valiant stent graft. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient for the endovascular treatment of a thoracic rtad and thoracic aortic aneurysm distal to the subclavian artery, both of unknown size on an unknown date. The patient presented with chest pain and hoarseness. It was reported that during a follow up 6 months later on an unknown date an aneurysm enlargement was detected. The patient was successfully treated with open repair and is doing well. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Correction: brand name. Correction: fdc 4315 added. If information is provided in the future, a supplemental report will be issued.